Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified, since the allegation was not reproduced by the repair department.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image, error messages with no communication, and the pin protection of the output socket remained stuck in a retracted position. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source generates no image, error messages, and there¿s no communication. The customer changed to another scope with repeated attempts but the image also disappears. The issue was found during preparation for use. There were no reports of patient harm.